Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were 2 o-rings on the pneumatic tap and the cartridge was unable to be installed. The customer was able to remove the o-rings from the pump and successfully load the cartridge and resumed insulin therapy. Customer's blood glucose level was 148 mg/dl.